Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of right ventricular oversensing (rvos) noted via remote transmission due to t-wave oversensing. Technical support was contacted and recommended reprogramming to resolve the event. The patient was stable and will continue to be monitored.

Event description:
New information received notes the device was successfully reprogrammed with no patient consequences.